Event description:
It was reported that there was a separation issue with the minicap transfer set which resulted in a wet contamination. The twist clamp continued to spin. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given a dose of intraperitoneal antibiotics. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.